Event description:
Customer called on (B)(6) 2011 reporting of a bloody leak while running samples underneath the coulter lh 780 hematology analyzer. Customer was wearing personal protective equipment at the time of the event and no exposure or injury was reported. Patient results were also not affected as a result of this event field service engineer was dispatched and found cut tubing at pinch valve vl115 in the slide maker module. Fse proceeded to replace the tubing and valve and repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).